Manufacturer narrative:
Additional information: the customer¿s system and auxiliary illuminator were tested. The lamp was determined to have had an intermittent issue, but the company representative found the system to meet specifications. As an interim, a recommendation was provided to the customer, to use the illuminator until the lamp is replaced. The customer did not approve servicing and no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 14, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the illumination light source did not work during setup and calibration. There was no patient involvement. The light source was exchanged to initiate the procedure.